Event description:
It was reported that dirty packaging caused the bd emerald¿ syringe to become dirty as well while unpacking it. This was noticed before use. The following information was provided by the initial reporter: for information on below of 5 ml. Retractable syringes. They are dirty under the sterile wrap and the syringe appears dirty after unpacking. This indicates that the sterile wrap is leaking.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 2002151. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and physical samples were returned for evaluation by our quality engineer team. Through examination of the provided samples, foreign matter was observed on the product packaging. The foreign matter was identified as dye from the primary packaging machine. When the dye is changed in the packaging machine, any foreign particle is removed prior to the startup of the production process; however, in this case, some black particles remained and were introduced to the blister package. Based on the stringent preventive measures in place, we are confident that this is an isolated issue with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dirty packaging caused the bd emerald¿ syringe to become dirty as well while unpacking it. This was noticed before use. The following information was provided by the initial reporter: for information on below of 5 ml. Retractable syringes. They are dirty under the sterile wrap and the syringe appears dirty after unpacking. This indicates that the sterile wrap is leaking.